Event description:
The svc report shows while performing incoming evaluation of the unit it was found that the high pressure alarm failed to activate within specification. The nellcor puritan-bennett factory svc tech inspected the device and adjusted the high pressure alarm potentiometer to correct. The unit passed extended svc final testing. No parts were replaced. This report is not an admission by nellcor puritan-bennett that this device caused or contributed to the event alleged in this report.